Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was not infusing correctly. They stated that it appeared to be pumping but was not delivering. Mmd did follow up with the initial reporter. They stated that there had been no adverse effects to the patient due to the complaint. No further information about the complaint was provided. (B)(4).